Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that there was a "travel course error" that occurred, during occlusion testing. There was unknown, patient involvement. And unknown, signs or symptoms experienced.

Manufacturer narrative:
Additional information received, the customer reported complaint occurred during routine maintenance. There was no patient involvement. A1-6: updated to reflect no patient involvement. H6: f code was updated to reflect that there was no patient involvement

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, and the customer's problem was replicated. The cause of the issue was the device had worn out clutches. The clutches were replaced to fix the issue.